Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of between 40-64 mg/dl. Low bg cause was not known. Customer consumed orange juice and did not take action at the time of report to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.